Event description:
It was reported that the lead had decreased sensing. Therefore the lead was explanted and replaced. It was also reported that there was difficulty connecting the new lead in the device header; impedance measurements were initially high, however the procedure ended with good sensing and impedance measurements. One day post implant the same problem re-occurred with decreased sensing and high impedance so the lead was checked via the analyzer; sensing and impedance measurements were normal. Therefore the device was removed and replaced with a new device. No patient complications have been reported as a result of this event. It was further reported that the patient alert triggered for the high impedance and oversensing.

Event description:
It was reported that device showed decreasing sensing values. The device was explanted and replaced. The electrode pin had to be inserted into the device header twice during connection of the lead to the new device. Initial impedance measurements were high, but end results were good sensing and impedance. One day post implant, the same problem occurred with sensing down and impedance high. Subsequently, measurements stabilized. The new device and lead are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary (B)(4): the device was returned to the manufacturer and analyzed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary (B)(4): the actual device was not received for evaluation. Performance data collected from the device was received and analyzed. No anomalies were found.